Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint, but did replace the universal surgical manipulator (usm) due to intermittent engagement issue. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced intermittent engagement issue on the universal surgical manipulator (usm) 4. The issue was reported to an intuitive surgical, inc. (Isi) technical support engineer (tse) by an operating room (or) staff after completing the procedure. When the customer installed an instrument onto the usm 4, it would not engage correctly on the arm. The tse viewed system logs and found 22020 engagement errors on the usm 4. The procedure was completed with no report of patient injury. It is unknown at this time if the procedure was completed using all 4 usm arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The unit went into failure analysis and the reported problem was confirmed and replicated. During visual inspection, no issues were found related to reported problem. The unit was tested on an in-house system in normal mode where it triggered no errors. During in-house system testing, golden test instruments sureform stapler 45, sureform stapler 60, and large needle driver (including the adapters) were not recognized. While continuing testing the golden sterile adapter was not recognized either. The complaint was confirmed based on failure analysis. The probable root cause of the reported complaint can be attributed to a fault on the carriage degree of freedom (dof) 6 gearbox and the carriage dof 8 gearbox within the usm.

Event description:
Refer to h11 for follow-up information.